Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament reconstruction. Section h11: *the following sections have corrected information: (section f10) please disregard health effect - impact codes. These were entered in error.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): compression screw, 4.5 x 34mm, 320-20-34, 4785359. Compression screw, 4.5 x 30mm, 320-20-30 , 4772173. Torque defining screw kit 320-20-00, 4912242. Humeral liner, 38mm, + 320-38-00, 4942918. Compression screw, 4.5 x 22mm 320-20-22, 4944440. 10.5mm platform fx stem right 304-22-11, 4577575. Humeral adapter tray 320-10-00, 4957114. Humeral liner, 38mm, 320-38-03 , 4757298. Glenosphere locking screw 320-15-05, 4927802. Compression screw, 4.5 x 34mm, 320-20-34, 4308393. 2.0mm & 3.2mm drill bit 321-20-00, 4710750. Glenosphere, 38mm 320-01-38, 4854880.

Event description:
As reported, approximately 4 yrs postop the initial r tsa, the (B)(6) y/o female patient was revised for dislocation. Upon inspecting the prosthesis, the fracture stem and cement were unstable, so the surgeon removed them and replaced with hrp. Increased the glenosphere to a 42mm and constrained liner. Devices were disposed by the facility.